Manufacturer narrative:
H3, h6: the study of studers p. [1] reports 311 primary thas performed in 276 patients between 1996 and 200 using a sl-plus stem. 4 cases required revision of a sl-plus stem and an opti-fix (smith+nephew) component. On patient #1, a revision surgery was performed 8,1 years after the primary surgery due to wear and aseptic loosening. The stem, opti-fix insert and femoral head were explanted. The complaint device, used in treatment, was not returned for investigation, hence the product evaluation could not be conducted. A complaint history review was performed. The batch record review could not be performed as the batch number of the device is not known. The severity and the failure mode are covered through our risk management. The reported failure mode might occur in some cases, which is stated as a side effect in the IFU lit. No. 12.23 ed. 05/16. No patient information nor any other medication documentation was provided, therefore, a thorough medical investigation could not be performed. Based on our investigations the failure mode cannot be confirmed. A relationship between the reported event and the device cannot be confirmed. Due to insufficient information it is not possible to investigate whether the reported device met manufacturing specifications upon release for distribution and to speculate about factors which could have contributed to the reported event. The root cause of the problem stays undetermined. To date, no further actions will be taken. Smith and nephew will monitor the devices for further similar issues. This investigation is considered closed. [1]: studers p, belajevs d, jurkevics v, likums p. Ten to fifteen-year clinical and radiographic follow-up with a third-generation cementless stem in a young patient population. Int orthop. 2016 mar;40(3):465-71. Doi: 10.1007/s00264-015-2846-z. Epub 2015 jul 30. Pmid: 26224612.

Event description:
On the literature article named "ten to fifteen-year clinical and radiographic follow-up with a third-generation cementless stem in a young patient population", it was reported that, after a sl-plus family stem had been implanted on 1 patient, patient #1 of the study, a revision surgery was performed 8,1 years after the primary surgery due to wear and aseptic loosening. The stem, opti-fix insert and femoral head were explanted.